Event description:
It was reported that a red alert was received for high out-of-range shock impedances on this right ventricular (rv) lead measuring 128 ohms. Boston scientific technical services (ts) informed the health care professional (hcp) that it is not uncommon to see single coil shock impedances into the 130 ohms range and be fine. Ts recommended to continue to monitor and informed the hcp they will not see another oor shock impedance alert until the patient is seen in the office. The hcp will discuss with the physician. At this time, this rv lead remains in service. No adverse patient effects were reported.